Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Investigation also showed some additional damage under the silicone overmold likely caused by repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipients hearing performance with the device suddenly worsened in (B)(4) 2018. There is no accident or trauma reported. The recipient was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient's hearing performance with the device suddenly worsened in (B)(6) 2018. There is no accident or trauma reported. The recipient was re-implanted.